Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated their ins was implanted a little too high on their back and their recharge belt kept slipping when they recharged. The patient requested adhesive discs. The issue began on (B)(6) 2016 and there were no symptoms reported. The patient was advised to follow-up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their implant was implanted a little higher on their back because they did not want it interfere with their belt nor did they want it implanted in the buttocks. The issue with the recharge belt slipping was resolved by using adhesive discs.